Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - clinical code problem code: e0750 ventilator dependent/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On or around (B)(6) 2026, the patient reported feeling well and asymptomatic. She ate lunch, administered an insulin injection (type and dosage unspecified), and attended an annual physical examination. Following the appointment, the patient returned to her vehicle in the parking lot, where she reportedly fell asleep or lost consciousness and remained there for approximately 14 hours until discovered by a police officer, who then contacted emergency medical services (ems). The patient was unable to recall the cgm readings, what the cgm device was displaying at the time, whether a fingerstick blood glucose measurement was taken prior to ems arrival, or the events immediately preceding ems involvement. She was transported to the hospital by ambulance. According to the patient, she experienced diabetic ketoacidosis (dka), required intubation, and was in a diabetic coma for approximately three days. She was admitted to the intensive care unit (ICU) and was informed during hospitalization that she had blood clots in her lungs. The patient could not recall what medications were administered during her hospital stay. The total duration of hospitalization is unknown. The patient reported that fingerstick blood glucose measurements taken at the hospital differed from cgm readings by approximately 75 mg/dl, though no exact values were provided. Following the event, the patient stated she was unable to return to work and experienced difficulties with walking and driving. She was advised to follow up with a pulmonologist appointment scheduled for (B)(6) 2026 and a cardiologist (appointment not yet scheduled at the time of reporting). At the time of the report, the patient¿s condition was described as unchanged. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 75points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 05/06/2026. It was reported that unspecified malfunction occurred. The date of the event is an approximation. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.